Event description:
The customer reported that the unit showed a "replace battery" inop.

Manufacturer narrative:
(B)(4). The customer reported that the unit showed a "replace battery" inop. He believed that the ac power module was intermittently failing and that caused the inop. The customer ordered a new ac power module which resolved the issue. A philips investigator spoke with the customer who stated that the device is back in service with the new ac power module installed.